Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an arthroscopy, the healicoil anchor was fractured when it was inserted into the bone hole. All the pieces were removed from the patient and the procedure was completed with a s+n back-up device. Non-significant surgical delay and no other complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was not returned with original packaging and there is debris on it. The anchor is intact on the device and the anchor has broken threads, first couple of threads are galled and are slightly flattened. No other physical damage is visible to the device. A functional evaluation of the returned device found that mechanical portion of the device does work. Device passed all functional tests. Based on the condition of the product material found during visual inspection it was determined that additional material testing is not required. It was determined the device did not contribute to the reported event. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the process summary for the implant found the implant should be visually inspected for all non-conforming attributes defined in the procedure and according to the acceptance criteria on the part drawing, data sheet, and associated sops. Based on the limited information provided, the clinical root cause of the reported fracture cannot be confirmed. Per the case details, there was a surgical delay of 10 minutes and all the pieces of the broken device were removed. No patient injury was reported. The impact to the patient beyond that which has already been reported cannot be determined. Therefore, no further clinical/medical assessment is warranted at this time. No containment or corrective actions are recommended at this time.